Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call low battery life on the insulin pump. Customer's blood glucose level was 14.2 mmol/l. Customer went to the emergency room as a result of high blood glucose levels. Customer was lethargic, had high blood glucose, ketones, was vomiting and refused to drink any liquid. Customer went through a hypoglycemic episode. Troubleshooting for low battery on the insulin pump was performed. Customer advised the battery continues to die even though they continue to replace the batteries on the device. Customer was advised a battery cap will be sent out. Customer was advised to monitor the insulin pump and revert to a backup plan until the battery cap arrives.